Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they experienced high blood glucose in the range of 400mg/dl which was treated with insulin pump. Customer¿s current blood glucose was 90mg/dl. Customer declined troubleshoot for high blood glucose. Customer stated that they had alerts like change sensor, sensor updating and calibration not accepted. Customer also states that belt clip was broken. Sensor will be return for analysis but insulin pump will not be return for analysis.